Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker previously showed eight and a half years remaining longevity. During the recent check, the device showed six years remaining longevity. As of this time, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this pacemaker previously showed eight and a half years remaining longevity. During the recent check, the device showed six years remaining longevity. As of this time, this device remains in service. No adverse patient effects were reported. Additional information received which indicated that this device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker previously showed eight and a half years remaining longevity. During the recent check, the device showed six years remaining longevity. As of this time, this device remains in service. No adverse patient effects were reported. Additional information received which indicated that this device was explanted and replaced. Another additional information received which indicated that this device was functioning normally, and it was a system upgrade. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. This supplemental correction report was created to capture the additional information received which indicates that the device was functioning normally. This observation no longer meets the definition of malfunction as it was confirmed that the device was operating normally. Amending MDR decision to MDR=no report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. This supplemental correction report was created to capture the additional information received which indicates that the device was functioning normally. This observation no longer meets the definition of malfunction as it was confirmed that the device was operating normally. Amending MDR decision to MDR=no report. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
It was reported that this pacemaker previously showed eight and a half years remaining longevity. During the recent check, the device showed six years remaining longevity. As of this time, this device remains in service. No adverse patient effects were reported. Additional information received which indicated that this device was explanted and replaced. Another additional information received which indicated that this device was functioning normally, and it was a system upgrade. No adverse patient effects were reported.